Event description:
Treatment of an avm. It was reported after a pause, during onyx re-injection, the catheter ruptured and onyx diffused into the cerebral artery and basilar artery. It was reported the patient expired. Same event as MDR# 2029214-2012-00059.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).